Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Additional gore excluder devices related to this event: pxc181000/(B)(4), pxc141400/(B)(4), and pxc201000/(B)(4).

Event description:
On (B)(6), 2010, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2010, computed tomography angiography revealed a possible type-2 endoleak with aneurysm enlargement, however, the amount of growth was indeterminate. No further complications were reported. The physician will continue to monitor the pt.